Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and degenerative disc disease. It was reported that the ins on their right side was removed a month after it was put in because the patient had a (B)(6) disease. No device issues were reported. No further complications were reported/anticipated.